Event description:
It was reported that cgm displayed error message and caller experienced issue with g6 sensor. There was no reported impact to the customer¿s blood glucose level. Caller contacted technical support, completed full pump reset with guidance, confirmed that cgm error did not recur after reset, and was instructed to wait 20 minutes before starting new sensor session, which caller understood and acknowledged.